Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external abrasion breaching the optim sheath due to friction to the device can was noted at 7.0cm to 8.2cm from the connector pin. The silicone insulation was intact.

Event description:
This report is to advise of an event observed during analysis.